Event description:
Many reports involving bard products that are broke. These bard devices are from same lot. One report includes patient came into the ed for foley replacement and ua following placement of new foley. Pt was seen as nurse visit for foley change. Patient arrived with foley catheter (indwelling) french tip, 18g/30ml balloon. Old foley removed without difficulty. A new foley catheter (indwelling) french tip 18g with 30ml balloon was used to replaced current catheter using sterile technique and protocols. Foley was placed without any difficulty, it was noted that foley did not have any resistance after inflating balloon and foley catheter came out. Catheter lot number: myfw2499. Cath exp date: 08-28-2026. It was noted that the balloon was not inflated and had a large tear in the balloon. Following this a second foley catheter french tip, 18g/30ml balloon with the same lot number of: myfw2499 and exp: 08-28-2026 was placed. Following inflation of balloon, a "pop" was heard and foley catheter came out. It was noted that the balloon was not inflated and had a large tear in the balloon. With patient approval, following the second placement of the foley catheter a third attempt to place the foley catheter french tip, 18g with 30ml balloon was done. Lot: myfw499, exp: 08-28-2026. Prior to the third attempt the balloon was inflated prior to insertion. Balloon appeared to inflate without difficulty. Following placement, the third catheter did not stay in place and the balloon was noted to not be inflated and have a large tear. Ed provider notified; suggested calling urologist. Ed manager notified of the 3 failed attempts d/t [due to] breaking of balloon. Patient agreed to have 4th attempt of foley placement. Using sterile technique and protocols, an indwelling catheter size 18g coude tip with 5ml balloon was placed; 10ml of sterile water was used to fill the balloon per advisement of urologist. Manufacturer response for bard catheter lot number: myfw2499, bard (per site reporter), no action or response.